Event description:
Event description guidant received information that this patient felt increased symptoms of heart failure. Upon interrogation, this right ventricular (rv) lead was unable to capture the myocardium and was oversensing electrical signals. As lead measurements for both ventricular chambers are combined with this model device, the left ventricular (lv) lead was unable to be tested and therapy delivery was questioned. The device was programmed to aai mode. During a revision procedure, the lv and atrial leads displayed measurements which were within normal limits and were left in service. The rv lead was unable to capture the myocardium at 10 volts and displayed intermittent sensing capabilities. The rv lead was surgically abandoned and the device was explanted. A new rv lead was successfully placed and implanted with a new device.